Event description:
It was reported that the stent was being advanced to lesion site, when it appeared to have gotten stuck on the guidewire. The stent was removed; however, it began to deploy a third of the way. No patient injuries were reported.